Manufacturer narrative:
The investigation concluded that the device did not malfunction and there was no deterioration in the characteristics of the performance of the device. Investigation showed that the device met specifications. The exact reason for plate breakage could not be established.

Event description:
A post-operative x-ray approximately 7 months after the surgery date showing broken maxillary hardware in the patient.